Manufacturer narrative:
The customer reported that upon the patient's arrival at the clinic, the freedom driver exhibited a fault alarm. At that time, a syncardia clinical support specialist was present at the clinic, checked the driver and reported that fill volumes were in the mid 50's and co was at 6.5 1pm. The customer also reported that the patient was switched to a companion 2 driver and the flow waveforms showed that he was a little fluid overloaded. Fills were in the low 50's and cardiac output (co) was at 7 1pm. The patient's blood pressure was electated and he was given additional medication. The customer reported that after a few minutes on the companion 2 driver, when the patient tried to get up and walk, the companion 2 driver quickly registed a "high left fill volume" alarm and flow waveforms elevated quickly. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the patient was traveling when his freedom driver exhibited intermittent fault alarms and the patient stated that he did not feel well. The customer also reported that the patient's wife took his blood pressure, which was 176 systolic, and then she gave him blood pressure medication. The customer reported that the patient's blood pressure came down to the mid 130's systolic and his fill volumes and cardiac output (co) were normal. The customer also reported that the patient's wife contacted the clinic and the clinical staff advised the patient to return to the clinic and switch to another freedom driver. The customer also reported that the patient advised that on the way to the clinic, the driver had several additional intermittent fault alarms. The customer also reported that the patient was weighed and his weight had increased five pounds in a few days. The patient was switched to another freedom driver and recorded fill volumes were in the mid 50's and co was at 7 1pm. The patient was sent home with lasik and diuresis over the weekend. The clinic reported that the patient was switched to the backup freedom driver without adverse impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, the driver continued to perform its life-sustaining functions.

Manufacturer narrative:
(B)(4). The initial MDR only was reported as a product problem. This has been updated to an adverse event.

Event description:
The customer reported that the patient was traveling when his freedom driver exhibited intermittent fault alarms and the patient stated that he did not feel well. The customer also reported that the patient's wife took his blood pressure, which was 176 systolic, and then she gave him blood pressure medication. The customer reported that the patient's blood pressure came down to the mid 130's systolic and his fill volumes and cardiac output (co) were normal. The customer also reported that the patient's wife contacted the clinic and the clinical staff advised the patient to return to the clinic and switch to another freedom driver. The customer also reported that the patient advised that on the way to the clinic, the driver had several additional intermittent fault alarms. The customer reported that upon the patient's arrival at the clinic, the freedom driver exhibited a fault alarm. At that time, a syncardia clinical support specialist was present at the clinic, checked the driver and reported that fill volumes were in the mid 50's and co was at 6.5 liters per minute (lpm). The customer also reported that the patient was switched to a companion 2 driver and the flow waveforms showed that he was a little fluid overloaded. Fills were in the low 50's and co was at 7 lpm. The patient's blood pressure was elevated and he was given additional medication. The customer reported that after a few minutes on the companion 2 driver, when the patient tried to get up and walk, the companion 2 driver quickly registered a "high left fill volume" alarm and flow waveforms elevated quickly. The customer also reported that the patient was weighed and his weight had increased five pounds in a few days. The patient was switched to another freedom driver and recorded fill volumes were in the mid 50's and co was at 7 lpm. The patient was sent home with lasix and diuresis over the weekend. The clinic reported that the patient was switched to the backup freedom driver without adverse impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Review of the alarm history electronic data confirmed that the driver did not record a permanent fault alarm while supporting the patient. Only permanent fault alarms are latched in the electronic record. Intermittent, recoverable, and battery alarms are not recorded. The driver passed all incoming investigation test requirements, which included normotensive and hypertensive settings, with no anomalies or alarms. In addition, the driver was tested for an additional 96 hours and performed as intended with no issues. The customer experience was not duplicated, and the root cause could not be determined. The cause for the alarms experienced by the customer is consistent with the patient's condition as described during the reported event. The freedom driver system is indicated for patients who are clinically stable. The onboard batteries utilized by the customer were not returned; therefore, they could not be evaluated and are not included in this report. The driver performed as intended, and there was no evidence of a device malfunction. Despite the customer-reported intermittent fault alarms, risk to the patient was low because the driver continued to perform its life-sustaining functions. The freedom driver was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.